Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) approximately between 40-46 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at 1:37 am and at 11:57 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at 10:08 pm on (B)(6) 2019. At 11:23 pm on (B)(6) 2019 and at 9:44 pm on (B)(6) 2019, user requested 8.89 unit boluses for 80 grams of carbohydrates without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.